Manufacturer narrative:
The analysis was performed on a single server pdm 230v instrument (serial number: (B)(6). The investigation did not identify a product issue with the kit s201 t-scrn mpx v2.0 96t us-ivd assay. A review of the dataset provided did not reveal any systematic issues. However, due to the negative control (nc) failures caused by amplification in the hcv channel, it is possible that the increase in reactive results could be attributed to contamination at the customer site. The investigation was limited as the barcode ids of the alleged reactive samples could not be collected due to restricted site access. It was recommended that the customer properly decontaminate the testing area to mitigate potential contamination and follow established procedures to prevent further occurrences.

Event description:
The initial reporter alleged an increase in hepatitis c virus (hcv) reactive donor samples while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the single server pdm 230v instrument. The increase in reactivity was observed in pooled samples, while individual donor testing (idt) results were negative. Serology testing was not performed.